Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reported overfilling cartridges with insulin. Customer was instructed not to overfill cartridges per the tandem user guide. There was no adverse impact to the customer¿s blood glucose level.